Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed the pump's basal rates incorrectly, causing the customer to experience a low blood glucose (bg) level between 50-78 mg/dl. The customer consumed carbohydrates to address the low bg. Reportedly, the customer will consult with a healthcare provider regarding settings adjustments.